Manufacturer narrative:
A field service engineer (fse) called the customer site to address the reported event. The fse instructed the customer to lift the hood of the instrument and check the waste chute for tips discarded on the main arm. The customer notified the fse that the tips were backed up within the waste chute. The customer cleaned out the waste chute and ran an all set home with no issues. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 24apr2018 through aware date 24may2019. There were no other similar complaints identified during the review period. The 2000 operator's manual under appendix 4: error messages states the following: 4224 - interference of dispensing nozzle z-axis of main arm. Cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove and obstacle such as cap of primary tube, if any. 4223 - main arm z-axis home overrun. Cause: the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. 2034 - main arm control start delay. Cause: main arm control operation failed to complete within the designated 18 sec cycle. Solution: contact tosoh service center or local representatives. It is necessary to check position adjustment of actuator of main arm. 2061 - tip detachment failure by arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The probable cause of the reported event was due to tips being backed up within the main arm waste chute.

Event description:
A customer reported getting multiple error messages, 4224 interference of dispensing nozzle z-axis of main arm, 4223 main arm z-axis home overrun, 2034 main arm control start delay, and 2061 tip detachment failure by arm on the aia-2000 instrument. The customer was unable to troubleshoot and requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.